Event description:
A passeo-18 balloon catheter was selected for treatment of a severely calcified lesion with 75 percent stenosis degree in the moderately tortuous mid right external iliac artery. The balloon was inflated, and at 4 atm blood was seen within the inflation device, indicating the balloon has ruptured. Thus, the device was removed from the patients body and it was noted that saline was leaking out from the balloon.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinally over a length of about 21 mm. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, sharpedged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy (i.e. Severe calcification).